Event description:
A low reading issue was reported with the freestyle libre 2 sensor. A customer observed unspecified low sensor readings in comparison to capillary results on an unspecified meter. The customer experienced unspecified symptoms of hypoglycemia and subsequently lost consciousness, requiring the treatment of glucose injection by hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre 2 sensor. A customer observed unspecified low sensor readings in comparison to capillary results on an unspecified meter. The customer experienced unspecified symptoms of hypoglycemia and subsequently lost consciousness, requiring the treatment of glucose injection by hcp. There was no report of death or permanent injury associated with this event.